Manufacturer narrative:
The lot was manufactured between march 28, 2017 ¿ march 31, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture; however, no abnormally was found. The cause of the ruptured bladder was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation of unrelated returned folfusor units, an additional small volume folfusor was returned with a ruptured bladder. It was not reported at which process step the issue was discovered or if a patient was involved. There was no patient injury or medical intervention associated with this event. No additional information is available.